Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. An unexpected resistance was felt after the firing. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---yes. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Did the surgeon try to pull the trigger from the handle? ---yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---yes. How was the device removed? ---although the doctor felt an unexpected resistance, the jaws opened. Was there any tissue damage? ---no. If so, how was it repaired? ---n/a.

Event description:
It was reported that during a laparoscopy esophagectomy procedure, the doctor felt an unexpected resistance when the trigger returned to the home position after the firing. The deployed clip was formed properly. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.